Event description:
Reporter indicated that device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. Elective replacement indicator was no, indicating that the generator was not at end of service. It was also reported that the pt had experienced a substantial increase in seizure frequency since their last office visit. Review of x-rays revealed an apparent break in one of the lead wires. Revision surgery is scheduled.